Event description:
Reported as a port replacement due to a kink in the tubing.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests found no kinks in the port tubing. Device labeling addresses the possible outcome of tubing kinkds/folds as follows: in order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port so that it is far enough from the trocar path to avoid abrupt kinking of the tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."